Manufacturer narrative:
An event of non-uniform expansion of valve during final deployment and atrioventricular heart block was reported. The device was returned to abbott for investigation and found no evidence of damage or anomalies with the stent. No tears or perforations were observed in the cuff or leaflet tissue. Functional testing was precluded due to the returned condition of the device (dehydrated valve). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported valve underexpansion and heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as permanent pacemaker was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. Prior to procedure, there was no disturbance noted on electrocardiogram (ECG). There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was deployed in the native aortic annulus. In the left anterior oblique (lao) projection, the valve appeared to be properly expanded. In the right anterior oblique (rao) projection, the valve was extremely under-expanded. Despite two further deployments performed slowly and deeper to the ventricular side, the valve still appeared to be extremely non expanded. The valve was recaptured and removed. A new 27mm navitor vision valve and new flexnav delivery system were used, and the replacement valve was successfully implanted. The final implant depth was 4mm. The patient developed an atrioventricular heart block, which was believed to be due to multiple re-sheaths during the procedure. A permanent pacemaker was implanted. The patient had a prolonged hospital stay. The patient status was reported as discharged.